Event description:
Customer reported erratic device results (320, 264, & 204 mg/dl). Customer then stated on event 1, device result = 25 mg/dl and ambulance was called. Event 2, device = 30 mg/dl and ambulance was called. Event 3, customer was unsure of device result but ambulance was called. Two of the three events, customer was treated with a glucose IV and once the customer was given a glucose injection. No controls used. A request was made for return product and replacement product was sent.